Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant report that while working on a field action to prevent tampering with the automated impella controller (aic) while inserting the ethernet lock, the ethernet cable connector was dislodged and pushed back into the machine. It was also noted that there was a crack along one of the screw holes on the gray side door. The device still turned on but the ethernet lock was unable to be deployed properly. No patient was involved.